Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pelvic mass/abscess and left pelvic pain. The mesh remains implanted. No further complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4). Ams apogee system - 1,ams bio arc sling system - 1,ams elevate (not specified) - 1,ams elevate anterior prolapse repair system with intepro lite - 1,ams elevate posterior prolapse repair system with intepro lite - 1,ams miniarc precise single-incision sling system - 440,ams miniarc pro single incision sling system - 11,ams miniarc sling system - 1285,ams monarc sling system - 3,ams perigee system - 3,ams sparc sling system - 4,infast sling - 1,unknown graft mesh - 3,(B)(4).